Manufacturer narrative:
The associated complaint devices were not returned. Without the actual product involved our investigation cannot proceed. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of sterilization documents indicated that the product was sterilized according to sterilization release documentation. The medical investigation concluded that no supporting clinical/medical documents have been provided except the crp that was reported as normal. Without the requested supporting clinical/medical documents a thorough investigation cannot be performed. Should the requested information become available this complaint can be re-assessed. If the devices or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that separation of suture occurred. Tanden and inner head replaced for possible infection.